Manufacturer narrative:
(B)(4). Device a was received with one electrode leg loose. The ceramic is not damaged and is securely bonded to the bottom jaw. When inspecting the jaws it was noted that the electrode was loose, this could have given the impression that the jaw was "wobbling". The jaw opened without any issue noted, while closing the jaws it was noted that the electrode was loose. The device was visually inspected and the proximal end of the leg of the electrode opposite to the active rod is not properly seated onto the ceramic, allowing the electrode to be touching the jaws when they are closed. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. We are investigating a lack of adhesive robustness along the surface of the ceramic, which could lead to adhesion failure. Device b was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. No issues with the jaw were found. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. There were no anomalies noted with the functionality of the device. (B)(4).

Event description:
It was reported that during a prostatectomy procedure, the jaw of the device began wobbling after several actuations. As the jaws were misaligned, the device began not to function. The same event occurred in 3 devices. The jaws in 1 of 3 devices did not open at all. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.